Manufacturer narrative:
Patient weight not included in initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that atrial tachycardia and atrial fibrillation episode were observed on the right atrial lead. The patient was not reported to be symptomatic. The device detected atrial signals that appeared to be lead noise which caused the trigger. The device was reprogrammed and the patient was ok.